Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 87531 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issue. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Inflations were sustained for more than 2 minutes. The catheter passed the deflection test as per specification. In conclusion, the reported issue was not confirmed through testing. A clinical issue was encountered during the procedure. There was no indication of a product malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the mapping catheter was placed in the left inferior pulmonary vein (lipv) a ¿large, mobile clot¿ was seen at the end of the flex catheter. When prepping to remove the balloon catheter and mapping catheter to attempt aspiration the blood clot vanished and was no longer able to be seen. Angiographies were performed to try and locate the clot but it could not be found. The case was aborted while under general anesthesia. No further patient complications have been reported as a result of this event.